Event description:
Reporter stated that a patient venous sample was tested, using the suspect device, with a blood pt result of 1.8 inr. The same sample, when tested in a reference lab, reportedly measured 2.6 inr. Reporter noted that patient is not currently on heparin. No adverse event was reported. Reporter did not indicate if quality control testing had been performed on the system. No product was returned to the manufacturer for evaluation.